Event description:
It was reported that the wire sheared off and remained in the patient. The target lesion was located in the moderately calcified right coronary artery. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire sheared off and the fragment was stuck inside the patient due to heavily calcified lesion. Despite multiple attempts with a snare, the fragment could not be removed. The patient went for an open-heart surgery and procedure was completed but physician commented that there was an unsuccessful percutaneous transluminal angioplasty due to inability to cross the lesion despite prolonged efforts. No further patient complications were reported.

Manufacturer narrative:
(B)(4) was created against a second rotawire drive for the event description of "this is the second account this week that has reached out to me stating this has happened". However, additional information confirmed that (B)(4) is a duplicate of (B)(4).

Event description:
It was reported that the wire sheared off and remained in the patient. The target lesion was located in the moderately calcified right coronary artery. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire sheared off and the fragment was stuck inside the patient due to heavily calcified lesion. Despite multiple attempts with a snare, the fragment could not be removed. The patient went for an open-heart surgery and procedure was completed but physician commented that there was an unsuccessful percutaneous transluminal angioplasty due to inability to cross the lesion despite prolonged efforts. No further patient complications were reported.